Event description:
It was reported that during a surgical procedure at the user facility, the patient received a second-degree burn including charring. The user facility reported that the procedure was not completed. The surgeon stopped the procedure and applied burn cream to the affected area.

Manufacturer narrative:
Follow up being submitted for investigation results, additional information and corrected data.

Event description:
It was reported that during a surgical procedure at the user facility, the patient received a second-degree burn including charring. The user facility reported that the procedure was not completed. The surgeon stopped the procedure and applied burn cream to the affected area.